Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. As the alarms occurred in the past, troubleshooting was unable to be performed. The highest blood glucose level experienced was 300 mg/dl. Customer declined to provide further information.